Event description:
It was reported that patient underwent a total vaginal hysterectomy and repair of cystocele in 2000. The suture was used to ligate the vascular pedicles and a purse string was used to close the pelvic peritoneum. The patient developed recurrent pelvic granulation tissue, vaginal discharge and abscess due to the use of the suture. The patient underwent re-operation with a preoperative diagnosis of foreign body-persistent suture post hysterectomy. The vaginal apex was resected and a bilateral salpingo-oophorectomy and bilateral urethral stent was performed. The operative notes do not indicate that any retained suture material was identified or removed.